Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker showed nine and half years remaining longevity almost a year ago. During the recent device check, the device showed two years remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pacemakers that have had continuous average power increased. The device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.